Event description:
It was reported that during an ent procedure that the device was plugged into the generator the surgeon activated the device and an inch and a half from the patient and a ¿ball of flame¿ appeared at the tip of the device. The entire set up including the generator, grounding pad, handpiece and pencil were replaced to continue with the procedure. The procedure was completed with no further issues. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2022. Investigation summar: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 251010j device was received with no apparent damage. The instrument was tested with a generator and no alarms was observed during the analysis. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2022 additional information was requested, and the following was obtained: 1. What generator and return electrode were being used? 2. What were the power settings on the generator? Unsure of power settings on generator 3. What mode was being used (cut or coag)? Unsure of if it was cut or coag 4. Did it arc to something metal in the surgical field? No arcing 5. Any flammable gases present? No flammable gas.